Manufacturer narrative:
The device was received with intermittent button response due to moisture damage at keypad traces. There was no display ramping, scrolling on its own anomaly noted. The device was received with cracked case at the display window corners, reservoir tube window corners, and reservoir tube window and battery tube threads. The device was received with minor scratched display window.

Event description:
Customer reported via phone call of keypad issues with their insulin pump. The customer states the keypad is hard to press and sometimes unresponsive. The patients' blood glucose level was unknown. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.